Manufacturer narrative:
(B)(4). D10: unk osseoti cup 54mm; unk screw 6.5x40mm; unk screw 6.5x25mm; cat# 103203; lot# 268740 taperloc por fmrl 9x137. G2: foreign ¿ event occurred in canada. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a left hip revision due to dissociation of the dual mobility head. During the revision, the surgeon found a large hematoma, the poly bearing floating loose in the joint, and failure of the posterior capsule repair. A new head and liner were placed, and the capsule was repaired. Attempts have been made and no further information has been provided.